Event description:
Medtronic received information that no delivery/occlusion alarm during priming occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged insulin flow blocked alarm found on (B)(6) 2021. Insulin pump fails rewind due to prime, fill anomaly. Unable to perform displacement, prime, seating, basic occlusion test, force sensor test, and occlusion test due to prime, fill anomaly. Insulin pump passes self test. Successfully utilized thus to download history, trace files. Verified the insulin pump alarmed no delivery during bolus in insulin pump downloaded history on (B)(6) 2021at start time 23:18:09.000. Insulin pump was cut open to perform visual inspection and found¿evidence of moisture damage on force sensor. The p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay and cracked retainer. Unable to confirm insulin flow block alarm due to prime anomaly during testing. Confirmed prime, fill anomaly during testing due to moisture damage on the force assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.